Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), insertion and withdrawal difficulties occurred. While attempting to advance a jag precursor 035/450 ang guide wire through a non-bsc catheter, difficulties were encountered; after 4cm of the guide wire had appeared from the catheter, the guide wire could not be advanced further. Difficulties were also encountered in attempting to remove the guide wire although the guide wire was able to be removed. Upon removal, it was noticed that between the 4 cm hydrophilic tip and the remainder of the wire, surface inconsistencies were noted as there was "a deep deepening around the surface on the length of approx. 1mm." The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".